Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. The catheter was not returned to the MFR.

Event description:
It was reported that during replacement surgery for normal battery depletion, the health care professional (hcp) discovered that the catheter was not patent. The catheter could not be aspirated, and the hcp did not want to overdose the pt by attempting to push the drug through the other way, so the entire system was replaced. The pt had not reported any drug delivery problems. There was no pt injury, and the pt recovered without sequela. The medication being delivered via the device was lioresal.